Event description:
Two attempts at putting in a iskd orthofix nail for internal distraction, ultimately converting to a static nail. Rods would not lengthen and multiple attempts were made to try to manipulate the site to allow nail to lengthen. The nails would not function. It would not distract in spite of manual distraction attempt. Two iskd orthofix nails failed.

Event description:
Two attempts at putting in a iskd orthofix nail for internal distraction, ultimately converting to a static nail. Rods would not lengthen and multiple attempts were made to try to manipulate the site to allow nail to lengthen. The nails would not function. It would not distract in spite of manual distraction attempt. Two iskd orthofix nails failed.